Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the hospital that week. Customer's blood glucose level was 420 mg/dl. The insulin pump alarmed no delivery. The alarm was caused by connection issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.